Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.

Event description:
On (B)(6) 2013, the customer stated that the needle separated from the hub during injection and was stuck in him. He was aware that the needle was retractable. He went to the emergency room and an x-ray was performed. The results of the x-ray identified the needle. On (B)(6) 2013, a surgeon consult was scheduled. Additional information received via telephone from the consumer on (B)(6) 2013, it was stated that he did see the surgeon but the surgeon stated that there was nothing to do but to just leave the needle in the body. It would do more harm to attempt to take it out.